Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not display a "defib pad short" when the multi-function cable was shorted. In addition, the device displayed "check pads", and "bridge test failed" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for eval. During our investigation, the device was unable to power up. After replacing the system board and the battery interconnect board, the reported malfunction could not be replicated or confirmed. Root cause could not be firmly established. The bridge board and bi-phasic flex cable were replaced as a precaution.